Manufacturer narrative:
The product will be returned for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. This is one of two products reported under (B)(4).

Event description:
During coiling procedure of a basilar tip aneurysm that was very tortuous, an enterprise stent (enf452200/10277437) was being placed in the right pca down into the basilar artery, stent, it moved and he needed to resheath it, which he did easily. However, after doing so, the stent could no longer be advanced or withdrawn. So, he pulled the prowler select (ps) plus (mc) microcatheter (606s255x/lot unk) and the stent housed inside it all the way out of the body. Another ps+ catheter and enterprise stent and placed that without incident. A constant and dedicated saline source was used at all times, and the distal tip of the microcatheter was not reshaped. The doctor feels that since the anatomy was so tortuous, the microcatheter was "beaten up" and possibly kinked. He thinks that may have caused the stent to get "stuck" in the catheter. The patient is fine, and the case was completed without any other incidents. The mc and stent (stent still stuck inside the catheter) are available for analysis.

Manufacturer narrative:
During coiling procedure of a basilar tip aneurysm that was very tortuous, an enterprise stent (enf452200/10277437) was being placed in the right pca down into the basilar artery, stent, it moved and he needed to resheath it, which he did easily. However, after doing so, the stent could no longer be advanced or withdrawn. So, he pulled the prowler select (ps) plus (mc) microcatheter (606s255x/lot unk) and the stent housed inside it all the way out of the body. Another ps+ catheter and enterprise stent and placed that without incident. A constant and dedicated saline source was used at all times, and the distal tip of the microcatheter was not reshaped. The doctor feels that since the anatomy was so tortuous, the microcatheter was ¿beaten up¿ and possibly kinked. He thinks that may have caused the stent to get ¿stuck¿ in the catheter. The patient is fine, and the case was completed without any other incidents. The mc and stent (stent still stuck inside the catheter) are available for analysis. One non sterile enterprise stent and select plus microcatheter were received inside of a plastic bag. The enterprise was received inserted through the whole body of a received microcatheter; the enterprise stent was mounted on its original position on the enterprise delivery wire, about 2 mm of the stent distal tip protrudes from the microcatheter distal tip. The microcatheter was found without damage. The stent of the enterprise device can be observed on the distal section of the device. The device was inspected under microscope and no damages were noted on the device. The ID from the microcatheter was measured and was found within specification. The functional analysis was performed. Some resistance was experienced when it was attempted to advance the stent that was already inserted in the microcatheter; however, after flushing the microcatheter it was advanced and deployed without any difficulty. The enterprise delivery wire was also withdrawals experiencing some friction. The stent was inspected under microscope and presented no damaged. Once the delivery wire was removed from the microcatheter it was observed dried blood accumulated along the delivery wire. Per lake region report c 14,287: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10277437. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The DHR review could not be performed on the microcatheter, because the lot number was not provided. The complaints reported by the customer unable to deploy stent, withdrawal difficulty of the stent and resistance friction with the microcatheter were not confirmed since the functional analysis could not be performed. Although resistance occurred during the analysis, the material found during analysis would not be present during the procedure, since the product was flushed and this would prevent material formation. Based on the available information, procedural factors may have contributed to the event. Therefore, no corrective actions will be taken at this time.